Manufacturer narrative:
This report is a correct for the following fields: d8 & h6.

Manufacturer narrative:
In addition to the faulty circuit board, the olympus service technician identified deep scratches on the window screen and a damaged frame shield. The necessary parts were replaced. A review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause of the faulty circuit board could not be established. A possible cause identified is failure due to aging, as the circuit board was found to be broken 6 years and 9 months after the manufacture date. Olympus will continue to monitor for similar events.

Event description:
The olympus high definition lcd monitor was returned to the manufacturer as a loaner return. During evaluation of the returned device, the olympus service technician discovered the image was intermittent due to a faulty circuit board. There was no customer reported event for this incident. There was no patient involvement or impact to patient care due to this event.